Event description:
The physician was treating a heavily calcified lesion in the proximal circumflex with an integrity over the wire (otw) bare metal stent. As the physician was going around an acute bend, the stent came off the delivery system in the guide catheter. The stent did not leave the catheter and both were successfully removed from the pt. The physician then successfully treated the lesion with another stent. There was no abnormality noted during prep and the lesion had been pre-dilated. The pt was stable post procedure and was discharged home the following day.

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause undetermined, limited info available); (failure to failure stent and stent dislodgement); (no device received for evaluation).